Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the user felt resistance when inserting the catheter through the spring wire guide, but continued the procedure. After successful placement of catheter, the user "tried to aspirate blood on the inserted catheter but if failed". It was reported the user "kept trying to confirm the blood backflow" and when the "medical solution in the syringe that was attached to the catheter spontaneously flew in the catheter" the decision was made to replace the catheter. No patient injury or complication was reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: the user felt resistance when inserting the catheter through the spring wire guide, but continued the procedure. After successful placement of catheter, the user "tried to aspirate blood on the inserted catheter but if failed". It was reported the user "kept trying to confirm the blood backflow" and when the "medical solution in the syringe that was attached to the catheter spontaneously flew in the catheter" the decision was made to replace the catheter. No patient injury or complication was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cvc catheter, which was attached to a non-arrow, 12ml syringe for analysis. Signs-of-use in the form of biological material were observed inside the catheter body. Visual analysis did not reveal any defect or anomalies. The catheter length from the juncture hub to the distal tip measured 317mm, which is within the specification limits of 307mm-327mm per the catheter graphic. The catheter outer diameter measured 2.37mm, which is within the specification limits of 2.36mm-2.46mm per the catheter extrusion graphic. A lab inventory guide wire with a diameter of .032" was inserted through the catheter distal tip. Little to no resistance was observed. The returned syringe was filled with water and injected through each extension line. No leaks or blockages were observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to injection. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi), to reduce risk of intraluminal leakage or catheter rupture". The report of a blocked catheter was not confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies. Additionally, the catheter met all relevant dimensional and functional requirements. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.